Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2022. The patient reported the receiver displaying the error message intermittently over the past couple of days. On (B)(6) 2022, the patient was riding in a car to the pharmacy when he 'slumped over' per the driver. Emergency medical services (ems) was called and treated the patient for a low blood glucose (bg value was not provided). The patient was treated with IV glucose and once he regained consciousness, he declined transportation to the hospital. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.